Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure c6/7 anterior cervical disc replacement. Patient had previous c5/6 fusion using uniplate and bengal cage. To facilitate insertion of distraction pins for the tdr, surgeon needed to remove the c6 screw from the uniplate. When unlocking the trilobe cam lock of the 16mm uniplate the tip of the trilobe final tightener (2897.06.000) sheared off and was retained in the plate. The 14mm screw was able to be removed and no delay was experienced. After the disc replacement was completed the surgeon concluded that as the patient was fused at c5/6 the uniplate was superfluous and removed the other 14mm screw and 16mm plate. Nil adverse outcomes reported thus far. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
Visual examination at the macroscopic level revealed that the tip on the double ended cam tightener shaft had become broken. Device was sent for fracture analysis which found the cam tightener underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the cam tightener¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the cam tightener underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.